Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited increased pacing impedance measurements on the left ventricular (lv) channel which had exceeded 2000 ohms. Threshold measurements had also increased. Threshold measurements decreased when reprogramming was performed. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited increased pacing impedance measurements on the left ventricular (lv) channel which had exceeded 2000 ohms. Threshold measurements had also increased. Threshold measurements decreased when reprogramming was performed. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when analysis is complete.

Event description:
It was reported that this system exhibited increased pacing impedance measurements on the left ventricular (lv) channel which had exceeded 2000 ohms. Threshold measurements had also increased. Threshold measurements decreased when reprogramming was performed. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.